Event description:
It was reported that rep (B)(6) contacted technical services to report that upon routine in clinic interrogation, the message diagnostics cleared due to invalid data was displayed on the merlin programmer. The rep cleared diagnostics and the device will continue to be monitored.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.